Event description:
It was reported that the patient with this right ventricular (rv) lead experienced infection. A revision was performed and the pacemaker along with the right atrial (ra) lead and this right ventricular (rv) lead were explanted. The patient was treated with antibiotics. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (8)(2).